Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer "during review of the current cleaning processes, specifically iui connector cleaning, the ¿travel¿ biomed had mentioned that he has seem issues with iui connectors in the past having communication issues caused by corrosion on the connectors. Education was provided regarding proper cleaning practices, inspection, and replacement of the iui during preventative maintenance (pm) testing (instrument inspection)". This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had iui connectors communication issue due to corrosion was not determined because no product or device logs were returned.

Event description:
It was reported by customer "during review of the current cleaning processes, specifically iui connector cleaning, the ¿travel¿ biomed had mentioned that he has seem issues with iui connectors in the past having communication issues caused by corrosion on the connectors. Education was provided regarding proper cleaning practices, inspection, and replacement of the iui during preventative maintenance (pm) testing (instrument inspection)". This was reported to bd representatives during their site visit. There was no information on patient involvement.